Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant, the patient experienced diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead was removed and not replaced. No further patient complications have been reported as a result of this event.